Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" error alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for a urinary tract infection and low blood glucose. The customer stated they were hospitalized because of a no delivery alarm. The customer reported completing a set change three times, but the alarm persisted. The customer's blood glucose was 245 mg/dl at the time of incident. Customer reported not feeling well and treating their blood glucose with a manual injection. Troubleshooting did not find a bent cannula on the customer's infusion set. The insulin pump will not be returned for analysis.